Manufacturer narrative:
An event of advancement difficulty and kinked valve capsule was reported. The device was returned to abbott for investigation and revealed the blue band on the valve capsule was noted to have a deformation. The inner shaft contained several of kinks. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported advancement difficulty appears to be related to patient condition (tortuous anatomy). The reported kink in the valve capsule is consistent with damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The patient had a pacemaker prior to implant procedure. The annular dimensions were effective orifice area 479.5cm2, perimeter of annuls 79mm and ascending aorta diameter 35.3mm. During procedure, when the flexnav was delivering with the navior integrate sheath in the right common iliac artery, it was difficult to cross due to the heavy tortuosity part of the common iliac artery (cia). The flexnav was pushed to deliver but the valve capsule became kink, the integrated sheath was retrieved to using a non-abbott sheath. When the flexnav was checked outside the body a kink was noted. The kinked sheath did not made any pateit contact. The 29mm navitor valve and flexnav delivery system were replaced with a new 29mm navitor valve and new large flexnav delivery system. There was no malfunction noted on the first 29mm navitor valve. During the device preparation for reinsertion, a non-abbott catheter was induced superior vena cava (svc) perforation was confirmed, and blood pressure decreased was remarkable. Hemostasis was performed by thoracotomy. The prepared navitor valve was removed from the delivery system because the thoracotomy took long time until perform tavi. At that time, the capsule tip became flared, and it was judged to be dangerous to insert into the body, a new large flexnav delivery system was used and loading completed without any problems, the thoracotomy hemostasis was completed uneventfully. Tavi was completed successfully and the final implant depth was 7mm at non-coronary cusp and 8mm at left coronary cusp. There was no reported adverse patient effects from the navitor valves, the flex nav delivery systems and the loading system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.